Event description:
I purchased a package of trojan latex condoms - 36 CT- and opened the package today and the expiration date on all of the condoms was june of 2005. Diagnosis or reason for use: prevent pregnancy.